Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. Unit had stained end cap sticker (no "burnt" noted).

Event description:
It was reported that the device experienced a battery explosion, customer was able to clean the battery compartment and pump functioned properly, but it reoccurred for a second time. Report does not state whether the reservoir is not able to lock into place. The customer¿s blood glucose level at the time of the incident is 4.0 "mmo/l". No further details or information available. The device will be returned for analysis.